Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient's infusion set was detached while sleeping. Customer was unsure of the cause of the product not adhering. No further information available.